Manufacturer narrative:
B3 event date: unknown, used procedure date.

Event description:
It was reported that the cylinders of this tactra malleable penile prosthesis were three centimeters too small for the patient anatomy. The patient was dissatisfied with the implant. The device was explanted and replaced with an inflatable penile prosthesis. No patient complications were reported.

Manufacturer narrative:
B3 event date: unknown, used procedure date. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. Review of available information indicates that the incorrect size of the device used is likely attributable to unintentional use error; this has been determined to be the most probable cause of the reported clinical issue.

Event description:
It was reported that the cylinders of this tactra malleable penile prosthesis were three centimeters too small for the patient anatomy. The patient was dissatisfied with the implant. The device was explanted and replaced with an inflatable penile prosthesis. No patient complications were reported.